Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date in 2006. Subsequently, the patient was revised on (B)(6) 2014 due to unknown reasons.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: lot code / expiration date, date of implant, PMA/510(k) number, manufacture date. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision has occurred. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.